Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of damage to both power cables was confirmed via submitted photos. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, log files and photos were submitted for review. A review of the submitted event log file contained data spanning approximately 27 days (05apr2025 to 02may2025 per the timestamps). There were no notable alarms or events active. The pump maintained speed within the expected range throughout the log file. The submitted photos depicted damage to the bend reliefs near the power source connection on both power cables and a slice in the outer jacket of the white power cable. Multiple good faith efforts were sent to retrieve additional information regarding if any equipment was exchanged and if any products would be returning for evaluation; however, to date, no response has been received. A root cause for the reported event could not be conclusively determined through this investigation. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate 3 patient handbook (rev. D) section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the heartmate 3 system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had damage to both white and black leads as well as splice in white lead power cable, very small. There was no evidence of any type of driveline electrical conductor issue seen in the log files.